Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: the customer confirmed that they discovered the error after the completion of the procedure, and that the root cause was due to an operator error. There was no alleged machine malfunction.

Event description:
The customer reported that post collection procedure, they discovered that an expired trima collection set was used. The collection procedure was completed on (B)(6) 2017 and the trima collection set expired on 11/01/2017. Per the customer, the collected platelet and red blood cell (rbc) products were discarded. Patient (donor) (B)(6). The trima collection set is not available for return because it was discarded by the customer.